Manufacturer narrative:
Insulin pump passed displacement test and a21 error test. No unexpected a21 alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 205 mg/dl. Customer was able to rewind the insulin pump and able to clear the alarm. Customer reported that they already received error after battery change for five time. The insulin pump will be return for analysis.